Manufacturer narrative:
Date of event is an estimated date based on the aware date as the exact event date was not reported. The device was returned, and analysis completed on (B)(6) 2022. The shaft, hypotube, collar, and tip were microscopically and visually examined. Inspection found the majority of the shaft was flattened including the collar and the distal marker band. There was collar detachment. There was no other damage or defect found.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the ancillary device got stuck inside the guidezilla. The target lesion was located in the left coronary artery. A 6f guidezilla ii catheter guide extension was selected for use. During the procedure, it was noted that the that the ancillary device got stuck inside the guidezilla. The whole system was removed together with the catheter. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed that the collar got detached.